Manufacturer narrative:
Date of reported event is unknown.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy with -11.85 percent. This was discovered while testing. There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The customer's concern regarding a failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of plus or minus 3 percent and well within the published specification of plus or minus 6 percent.